Event description:
Patient was to receive antibiotics in the morning. Tubing was connected properly. Oxygen tubing with carbon dioxide connector had been sent up to the floor after patient had a gi procedure. Nurse connected the carbon dioxide connection onto one of the IV tubing connections which diverted some of the medication into the IV tubing and into the patient's nose.